Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42512200610 - articular surface fixed bearing ultracongruent (uc) left 10 mm height - 63700284 42532007901 - tibia cemented 5 degree stemmed left size g - 64072755. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02515

Event description:
It was reported a patient underwent a left knee arthroplasty. Subsequently, the patient was revised on approximately 2 years later due to the patient being unsatisfied with the lack of flexion and range of motion. Attempts have been made and no further information has been provided.